Manufacturer narrative:
The non-conformance was comfirmed on the product received for evaluation. The information received states that the customer experienced a disconnect. Additional information from the sales representative indicated a leak was also present at the stopcock of the safeset reservoir. The leak observed at the safeset reservoir was due to an adhesion problem at the female connector to the stopcock of the safeset reservoir. The cause of the adhesion problem could not be determined. Engineering is in the process of investigating the use of alternate adhesives for this application. The problem experienced by the customer for loose connections could not be confirmed. The kit was examined at all connection sites with no cracks or problems visible. However, blood was observed in the male connector at one site, indicating a leak most likely occurred. In this area. Loose connections are difficult to confirm as normal use and handling and patient movemebnt cannot be reproduced.

Event description:
Received report of leaking connections on a pressure line. A pressure tubing was hooked up to a pt with a radia arterial line. When the nurse checked the pt again, the pt had bleedback from loose connections of the line and the pt's hemoglobin dropped from 8.0 to 6.0 unk amount of blood transfusions required. Hosp unwilling to give out any further info.